Event description:
A physician was using an evercross pta balloon for treatment of a severely calcified lesion in the mid right superficial femoral artery. A 6fr non-medtronic sheath and a 0.035 non-medtronic guidewire were used. The vessel was not pre-dilated. The balloon passed through a previously deployed everflex stent. No resistance was met. A non-medtronic inflation device was used with 50/50 contrast. It was reported during the second inflation the balloon burst longitudinally. It is not known at what pressure the balloon burst. The balloon did not detach and it was safely removed from the patient. Another evercross balloon was used to complete the case. No patient injury was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.